Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 3.00mmx20mm synergy stent was selected to treat the target lesion however when the device was pulled out from the packaging, the stent fell off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent was returned on a product mandrel. There were several stent struts bent and overlapping. The stent delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 3.00mmx20mm synergy stent was selected to treat the target lesion however when the device was pulled out from the packaging, the stent fell off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.